Event description:
It was reported that the tip of two scorpion needles broke off during an arthroscopic rotator cuff repair (right shoulder). In each needle passing attempt, the needles did not deploy correctly and in both cases, the surgeon noted the tips were missing in the surgical wound. X-ray films revealed both tips are located in the soft tissue of the rotator cuff. A decision was made to leave both tips in place versus more invasive surgery to remove them. No further pt info is available at this time and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. A definitive conclusion could not be determined from the info available. The user facility has been contacted in regards to the device availability for eval based on the info provided in their medwatch report to the FDA. If the device is received and relevant info regarding the cause of the event is obtained from the eval, a follow up report will be submitted upon completion of the investigation.